Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a wathchman left atrial appendage closure, procedure a versacross connect (230p rf wire, d1) was selected for use. When attempting to cross the septum using a versacross connect the wire would not advance across the septum. The generator did not give any error codes. There was clear tenting on the fossa. The wire was also clearly advanced outside of the sheath on flouro. When turning on the radio frequency rf generator, the wire was not crossing the septum. It was attempted three times to cross the septum, making sure the wire was exposed just enough and there was clear tenting on the fossa. Rf was applied during each attempt to cross. There was no know difficult anatomy issues noted that could have contributed to the issue. There was no noted difficulty/resistance felt when tracking the wire up/dropping down onto the septum. There was no damage noted on the distal end of the wire when it was removed from the body. A new wire and cable were used to complete the procedure. No patient complications occurred. The device is expected to be returned.